Manufacturer narrative:
Reference number # (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcerations is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, an esophagogastroduodenoscopy (egd) was performed. In the stomach, the gastrostomy tube appeared to have slipped with the internal bumper forward. Although the tube was withdrawn, because the external bumper was so loose, it was not possible to keep this tube in position. Furthermore, it appeared that the tube was causing ulcerations at several places where it was in contact with the gastric mucosa and had almost embedded itself in a couple of places. Externally, there was some drainage as well, although an indurated abscess was not felt. The tube was noted to extend into the distal duodenum at least. The physician will prescribe antibiotic zithromax.